Manufacturer narrative:
The customer sent an empty vial of test strips. The related retention test strips were tested in comparison to master lot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek inrange meter serial number (B)(4). At 7:30 am, the result from the meter was 3.1 inr. At 8:30 am, the result from the laboratory using an unknown reagent was 2.24 inr. There was no allegation of an adverse event. The therapeutic range was 3.0 to 3.35 inr.